Event description:
A customer contacted baxter's technical service center to request assistance ending therapy while on the homechoice (hc) machine during dwell. The care giver (cg) stated the home patient's (hp) catheter fell apart. They already disconnected, but they needed to end therapy. The technical service representative (tsr) assisted the cg as requested. Product surveillance contacted the peritoneal dialysis nurse who stated the catheter did not fall apart, the transfer set came loose and separated from the catheter. The nurse replaced the transfer set and discarded the sample. Per the nurse, the initial connection was made by hand and there were no connection difficulties noticed at that time. There was no patient injury or medical intervention according to the nurse.

Manufacturer narrative:
Per the nurse, the sample was discarded.